Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 day post implant of this 30mm tricuspid annuloplasty band, it was reported that the patient re converted to atrial fibrillation and was treated with a bolus of antiarrhythmic medication and later converted to normal sinus rhythm. It was stated that the patient developed atrial fibrillation with rapid ventricular rate during the induction period of the impla nt procedure, but prior to implant of the band. The patient was then treated with a bolus of antiarrhythmic medication and cardioverted twice, returning to sinus rhythm. It was noted that the surgeon decided to perform a maze procedure during the operation. It was stated that due to the worsening of the patients atrial fibrillation post-operatively, the patient required medical intervention, qualifying this event as device-related. No additional adverse patient effects were reported.